Manufacturer narrative:
Please note the hde number for this device - (B)(4) this event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to a report from the protect study, patient experienced a serious adverse event, described as "after rethoracotomy, e. Coli was detected in the sternal region, treatment with penicillin and rifampicin." The event onset is (B)(6) 2019 and event end date is (B)(6) 2019. The event was deemed by the site to be "unlikely" related to the amds device and "unlikely" related to the amds implant procedure. This event is related to post-market clinical study 'protect' and reported retrospectively.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds5540-de lot 4866 (finished goods) and 4568 (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. No sample evaluation was performed as the device remains implanted. Patient is a 58-year-old male who had an amds implanted on (B)(6) 2019. Adverse event # 11 reported a miscellaneous event described as ¿wound infection with e. Coli¿ with an onset date of (B)(6) 2019 (19 days post-op) and an end date of (B)(6) 2019. The ae form provided the following additional description, ¿after rethoracotomy for pericardial tamponade. E. Coli was detected in the sternal region. Treatment with penicillin and rifampicin.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. No pre-existing condition or acute disease were identified that caused or contributed to the event. The event was documented as a serious adverse event, due to reported ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ however, the ecrf indicated that the patient was not hospitalized as a result of the event and medical treatment was provided. The event outcome was documented as resolved. Of note, the patient remained in the study. CT images for ae #11 were provided by the protect study team. However, review was not necessary as CT scans are not the best way to detect an infection. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note, ¿infection (e.g. Local, systemic, prosthesis) or fever,¿ ¿wound complications and subsequent problems (e.g., dehiscence, infection)¿ and ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed on the clinical evaluation report (cer) as potential adverse events. There were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.